Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was experiencing change in seizure pattern (the patient was having a pens event) and syncope that were resolved from disablement of their generator. No other relevant information has been received to date.

Event description:
It was later reported by the physician that the patient's device was disabled. It was reported that the presence of the device was causing the patient pain, this lead to stress and anxiety, which lead to pnes. The pnes event is an event that had occurred in the past (indicating that this is not a change in seizure pattern). No other relevant information has been received to date.